Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported event log file shows that blower failure was not due to high temperature. Temperature above 88 degrees celsius is not visible. Noticed that no blower failure on this unit instead alarm 240 temperature of the blower too high.

Event description:
Customer reported blower failure alarm on this unit. No patient involvement on this reported event.

Manufacturer narrative:
Results of investigation: it was reported that the main electronics of the device was exchange by the customer. Blower temperature alarms visible in the log files were confirmed, however root cause could not be determined due to customer communication. The customer did not provide the reason for the component exchange, nor provide any of the requested data.